Manufacturer narrative:
The serial number, and date of manufacture have been updated. Only the charger was returned for evaluation. A component failure was likely the cause of the alleged event.

Event description:
Consumer alleges his charger caught fire.

Manufacturer narrative:
The date of incident, serial number, and date of manufacture have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges his charger caught fire.